Manufacturer narrative:
The lot number was provided for 29 of the 45 malfunctions and a lot history review was performed. The devices for the malfunctions have not been returned to the manufacturer for evaluation; however, medical records have been received for evaluation for 27 of the 45 malfunctions, and images were received with 13 of the 26 medical records. Evaluation of the medical records and/or images confirmed a patient-device interaction problem for 21 malfunctions and were inconclusive for 4 malfunctions. Two malfunctions with medical records were confirmed for patient-device interaction problem and unconfirmed for malposition of device. No medical records, images, or devices have been returned for 18 malfunctions, therefore, the investigation is inconclusive for patient-device interaction problem for 18 malfunctions as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. (Corporate lot number): gfug3522, gfvi2874, gfug3498, gfui2687, gfvk3175, gfuc2347, gfya2841, gfvl0175, gfyc3746, gfuh3021, gful1899, gfuk1025, gfvg2809, gfwa4233, gfwb4359, gfuf3071, gfwb3439, gfuj2235, gfxa3821, gfvk0233, gfyd3287, gfuj3775, gfuc2357, gfvj2032, unknown.

Event description:
This report summarizes forty-five malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced a patient-device interaction problem. This information was received from various sources. The forty-five malfunctions involved forty-five patients with no patient consequences. Twenty-four patients ranged from (B)(6) years of age and nine patients ranged from (B)(6) kilograms. Of the reported patients, seventeen were male and eleven were female. The remaining patients' age, weight, and gender were not provided.

Event description:
This report summarizes forty malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced a patient-device interaction problem. This information was received from various sources. The forty malfunctions involved patients with no patient consequences. Twenty-nine patients ranged from 23 to 78 years of age, three patients ranged from 208 to 363 pounds and six patients ranged from 60 to 181 kgs. Of the reported patients, twenty three were male and eleven were female. The remaining patients' age, weight, and gender were not provided.

Manufacturer narrative:
H10: of the 45 reported malfunctions, 5 were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdrs 2020394-2020-05982, 2020394-2020-05893, 2020394-2020-03961, 2020394-2020-01464 and 2020394-2020-06531. H10: the lot number was provided for 25 out of the remaining 40 malfunctions and a lot history review was performed. The devices were not returned for evaluation; however, 35 medical records and 15 images were provided for review. Of the 40 malfunctions, 27 investigations were confirmed for perforation, one malfunction was confirmed for perforation and positioning issue, and one malfunction was confirmed for perforation and unconfirmed filter tilt. The remaining 10 malfunctions were inconclusive for perforation. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (corporate lot number: gfug3522, gfvi2874, gfui2687, gfvk3175, gfuc2347, gfya2841, gfyc3746, gfuh3021, gful1899, gfuk1025, gfvg2809, gfwa4233, gfwb4359, gfuf3071, gfwb3439, gfuj2235, gfxa3821, gfvk0233, gfyd3287, gfuj3775, gfuc2357, unknown).

Manufacturer narrative:
H10: of the 45 reported malfunctions, 2 was reassessed for reportability and determined to be reportable, as a serious injury, and was reported under emdr 2020394-2020-01464. H10: the lot number was provided for 28 of the remaining 43 malfunctions and a lot history review was performed. The devices for the malfunctions have not been returned to the manufacturer for evaluation; however, medical records have been received for evaluation for 26 of the 43 malfunctions, and images were received with 12 of the 26 medical records. Investigation of the 26 received medical records confirmed both patient device interaction problem and positioning problem for one of the malfunctions, 19 were confirmed for perforation, two were confirmed for perforation but unconfirmed for tilt, and four were inconclusive. No medical records, images, or devices have been returned for 17 malfunctions, therefore, the investigation is inconclusive for patient-device interaction problem for 17 malfunctions as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (corporate lot number) gfug3522, gfvi2874, gfug3498, gfui2687, gfvk3175, gfuc2347, gfya2841, gfyc3746, gfuh3021, gful1899, gfuk1025, gfvg2809, gfwa4233, gfwb4359, gfuf3071, gfwb3439, gfuj2235, gfxa3821, gfvk0233, gfyd3287, gfuj3775, gfuc2357, unknown), g4. H11: g1, b5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes forty-three malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced a patient-device interaction problem. This information was received from various sources. The forty-three malfunctions involved forty-three patients with no patient consequences. Twenty-two patients ranged from 23 to 76 years of age and nine patients ranged from 60 to 181 kilograms. Of the reported patients, sixteen were male and ten were female. The remaining patients' age, weight, and gender were not provided.

Manufacturer narrative:
Of the 45 reported malfunctions, 5 were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdrs 2020394-2020-05982, 2020394-2020-05893, 2020394-2020-03961, 2020394-2020-01464 and 2020394-2020-06531. H10: the lot number was provided for 25 out of the remaining 40 malfunctions and a lot history review was performed. The devices were not returned for evaluation. All the 40 malfunctions provided medical records; however images were provided for 16 malfunctions. Of the 40 malfunctions, 28 investigations were confirmed for perforation. For two malfunctions, tilt (a150202) was coded additionally and the investigation was confirmed for perforation and unconfirmed filter tilt. For one malfunction, positioning problem (a1502) was coded additionally and the investigation was confirmed for perforation and positioning issue. For one malfunction, material deformation (a0406) was coded additionally and the investigation was confirmed for perforation and material deformation. For one malfunction, migration (a0104) and detachment (a0501) were coded additionally and the investigation was confirmed for the perforation and filter migration. However, the investigation is inconclusive for detachment. For 5 malfunctions, investigation is inconclusive for the alleged perforation. For remaining two malfunctions, the company is still investigating the issue at this time. The devices are labeled for single use. H10: d4 (corporate lot number: gfug3522, gfvi2874, gfui2687, gfvk3175, gfuc2347, gfya2841, gfyc3746, gfuh3021, gful1899, gfuk1025, gfvg2809, gfwa4233, gfwb4359, gfuf3071, gfwb3439, gfuj2235, gfxa3821, gfvk0233, gfyd3287, gfuj3775, gfuc2357, unknown), g3 . H11: b5, h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes forty malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced a patient-device interaction problem. This information was received from various sources. The forty malfunctions involved patients with no patient consequences. Of the 40 reported malfunctions, 34 patients ranged from 23 to 81 years of age, 11 patients ranged from 60 to 181 kgs. Of the reported patients, 26 were male and 12 were female. The remaining patients' age, weight, and gender were not provided.

Manufacturer narrative:
H10: of the 45 reported malfunctions, 4 were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdrs 2020394-2020-05982, 2020394-2020-05893, 2020394-2020-03961, and 2020394-2020-01464. H10: the lot number was provided for 26 of the remaining 41 malfunctions and a lot history review was performed. The devices were not returned for evaluation; however, 33 medical records and 14 images were provided for review. Of the 41 malfunctions, 24 investigations were confirmed for perforation, one malfunction was confirmed for perforation and positioning issue, and two malfunctions were confirmed for perforation and unconfirmed filter tilt. Six malfunctions that provided medical records were inconclusive for perforation. The remaining eight investigations did not provide medical record and the investigations are therefore inconclusive as no objective evidence was provided for review. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (corporate lot number: gfug3522, gfvi2874, gfui2687, gfvk3175, gfuc2347, gfya2841, gfyc3746, gfuh3021, gful1899, gfuk1025, gfvg2809, gfwa4233, gfwb4359, gfuf3071, gfwb3439, gfuj2235, gfxa3821, gfvk0233, gfyd3287, gfuj3775, gfuc2357, unknown), g4.

Event description:
This report summarizes forty-one malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced a patient-device interaction problem. This information was received from various sources. The forty-one malfunctions involved patients with no patient consequences. Twenty-eight patients ranged from 23 to 78 years of age and nine patients ranged from 60 to 181 kgs. Of the reported patients, twenty three were male and ten were female. The remaining patients' age, weight, and gender were not provided.

Event description:
This report summarizes thirty seven malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced a patient-device interaction problem. This information was received from various sources. The thirty seven malfunctions involved patients with no patient consequences. Of the 37 reported malfunctions, 31 patients ranged from 23 to 81 years of age, 12 patients ranged from 60 to 181 kgs. Of the reported patients, 25 were male and 11 were female. The remaining patients' age, weight, and gender were not provided.

Manufacturer narrative:
H10: of the 45 reported malfunctions, 8 were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdrs 2020394-2021-80838, 2020394-2021-80824, 2020394-2021-80796, 2020394-2020-05982, 2020394-2020-05893, 2020394-2020-03961, 2020394-2020-01464 and 2020394-2020-06531. H10: the lot number was provided for 24 out of the remaining 37 malfunctions and a lot history review was performed. The devices were not returned for evaluation. All the 37 malfunctions provided medical records; however images were provided for 13 malfunctions. Of the 37 malfunctions, 27 investigations were confirmed for perforation. For two malfunctions, tilt (a150202) was coded additionally and the investigation was confirmed for perforation and unconfirmed filter tilt. For one malfunction, positioning problem (a1502) was coded additionally and the investigation was confirmed for perforation and positioning issue. For one malfunction, material deformation (a0406) was coded additionally and the investigation was confirmed for perforation and material deformation. For one malfunction, migration (a0104) and detachment (a0501) were coded additionally and the investigation was confirmed for the perforation and filter migration. However, the investigation is inconclusive for detachment. For 5 malfunctions, investigation is inconclusive for the alleged perforation. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (corporate lot number: gfug3522, gfvi2874, gfui2687, gfvk3175, gfuc2347, gfya2841, gfyc3746, gfuh3021, gfvg2809, gfyc3746, gfwa4233, gfwb4359, gfwc1088, gfuf3071, gfwb3439, gfuj2235, gfxa3821, gfvk0233, gfyd3287, gfuj3775, gfuc2357, unknown), g3.

Event description:
This report summarizes forty malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced a patient-device interaction problem. This information was received from various sources. The forty malfunctions involved patients with no patient consequences. Thirty-one patients ranged from 23 to 78 years of age, three patients ranged from 208 to 363 pounds and six patients ranged from 60 to 181 kgs. Of the reported patients, twenty four were male and eleven were female. The remaining patients' age, weight, and gender were not provided.

Manufacturer narrative:
H10: of the 45 reported malfunctions, 5 were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdrs 2020394-2020-05982, 2020394-2020-05893, 2020394-2020-03961, 2020394-2020-01464 and 2020394-2020-06531. H10: the lot number was provided for 25 out of the remaining 40 malfunctions and a lot history review was performed. The devices were not returned for evaluation; however, 36 medical records and 15 images were provided for review. Of the 40 malfunctions, 28 investigations were confirmed for perforation, one malfunction was confirmed for perforation and positioning issue, and two malfunction were confirmed for perforation and unconfirmed filter tilt. The remaining 9 malfunctions were inconclusive for perforation. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (corporate lot number: gfug3522, gfvi2874, gfui2687, gfvk3175, gfuc2347, gfya2841, gfyc3746, gfuh3021, gful1899, gfuk1025, gfvg2809, gfwa4233, gfwb4359, gfuf3071, gfwb3439, gfuj2235, gfxa3821, gfvk0233, gfyd3287, gfuj3775, gfuc2357, unknown). H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the 45 reported malfunctions, 1 was reassessed for reportability and determined to be reportable, as a serious injury, and was reported under emdr 2020394-2020-01464. H10: the lot number was provided for 28 of the remaining 44 malfunctions and a lot history review was performed. The devices for the malfunctions have not been returned to the manufacturer for evaluation; however, medical records have been received for evaluation for 26 of the 44 malfunctions, and images were received with 12 of the 26 medical records. Evaluation of the medical records and/or images confirmed a patient-device interaction problem for 20 malfunctions and were inconclusive for 4 malfunctions. Two malfunctions with medical records were confirmed for patient-device interaction problem and unconfirmed for malposition of device. No medical records, images, or devices have been returned for 18 malfunctions, therefore, the investigation is inconclusive for patient-device interaction problem for 18 malfunctions as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: d4 (corporate lot number) gfug3522, gfvi2874, gfug3498, gfui2687, gfvk3175, gfuc2347, gfya2841, gfvl0175, gfyc3746, gfuh3021, gful1899, gfuk1025, gfvg2809, gfwa4233, gfwb4359, gfuf3071, gfwb3439, gfuj2235, gfxa3821, gfvk0233, gfyd3287, gfuj3775, gfuc2357, unknown; g4

Event description:
This report summarizes forty-five malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced a patient-device interaction problem. This information was received from various sources. The forty-five malfunctions involved forty-five patients with no patient consequences. Twenty-four patients ranged from 23 to 83 years of age and nine patients ranged from 64 to 181 kilograms. Of the reported patients, seventeen were male and eleven were female. The remaining patients' age, weight, and gender were not provided.